Event description:
It was initially reported that the pt fell in (B) (6) 2009 and noticed an increase in toe curling. The pt went to the ER but did not bring the pt programmer with. The pt was unable to adjust stimulation as well. The pt continued to have the toe curling and had trouble walking. The device had been turned off, but the pt still had toe curling. Further info received indicated that the pt was deceased. The cause of death was requested from the pt's physician.

Manufacturer narrative:
(B) (4).